Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. The customer was advised to clear the alarm. The customer was advised we will send a replacement battery cap and monitor pump. The customer was advised to revert to back up plan until the replacement arrives. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer has been having this issue for the last 3 months and advised that we will replace the pump. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending replacement pump.